Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 264 mg/dl. The grandmother stated that the customer was very sick and dehydrated. The customer was vomiting all day and had large ketones. The grandmother was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.